Event description:
It was reported that lead noise was observed on the rv lead and ventricular fibrillation episodes due to oversensing was also noted. Programming changes were discussed but no intervention has been done as the lead remains implanted. No further information is available at this time.

Event description:
New information received states that the rv lead was capped and replaced on (B)(6) 2017. No further information is available.